Event description:
Pt was breathing at a rate of 40. The ventilator rate was set at 16. The total rate put out by the ventilator was only 12. Pt became cyanotic. She was taken off the ventilator & bagged manually. Pt placed on another ventilator & resp rate returned to normal.